Event description:
It was reported that the pump battery could not be charged using the Tandem-provided charging cable and wall adapter. The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. An insulin injection was administered to address BG. The pump was able to successfully charge the pump with an alternate wall adapter and charging cable.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.